Event description:
There was an issue reported where the customer had difficulty fully snapping the cartridge into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer removed the case from the pump, inspected it for any damage or debris, and cleaned the pneumatic tap area. After assistance from technical support, the customer followed the instructions to load a new cartridge, which was successfully completed.